Manufacturer narrative:
On november 22, 2022, mentor became aware that the date of surgery was (B)(6) 2022, and also serial numbers are specified under financial reimbursement paperwork received hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Serial number under field d4 has been updated to "(B)(6)". Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left breast cyst. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast implants and experienced right-sided rupture and left-sided breast cyst postoperatively. Ultrasound performed on (B)(6) 2021 indicated right-sided rupture and left-sided breast cysts. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device, implantation date, and revision surgery. The suspected medical device is a 350cc mentor memorygel breast implant (catalog#: 3503501bc, lot #: 6542590). The serial number of the device is either (B)(6) the relevant fields have been updated. D.4.serial: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date was initially reported as (B)(6) 2012. However, additional information revealed that the actual implantation date was (B)(6) 2012. The relevant field has been updated. The patient¿s is planning to wait on a revision surgery for about a year, since she recently had a gastric bypass surgery. Manufacturer's reference number: (B)(4).